Manufacturer narrative:
The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus the camera in operating room 3 was not working. The words 'burn 1 hr' was present on the screen. The camera and light source were restarted, but there was no change. There was a case done in the specific operating room with these devices the day prior, and there was no report of any issues. The intended procedure was done under direct visualization. Though there was an unspecified amount of delay, the procedure was completed without reports of user/patient injury/harm. Two patient identifiers are related to this event:(B)(6) is for the evis exera iii video system center. (B)(6) is for the evis exera iii xenon light source. This report is being submitted for the malfunction of no image.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded. Olympus will continue to monitor field performance for this device.